Event description:
The patient reported a break in the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient. Analysis.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system and one set of power accessories was returned. Right angle extension cable was not included. External and internal visual inspections of unit revealed no discrepancies or discernible damage, physical nor wear and tear. The cardiomems unit was plugged in with a golden right ang. Ext. Cable. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Complaint involving customer reports that connection cable is breaking could not be duplicated and determined to be inconclusive due to the right angle extension cable not being returned.